Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction h10: subsequent investigation was performed and the investigation has been updated. It was inadvertently reported in the previous supplemental report that the battery oscillator device had unintended motion and the device would not oscillate, which contradicts the failure that the device would not run. Therefore, the device evaluation has been updated. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery oscillator device had a sticky trigger, component damage, and the device would not run. It was further determined that the device failed pretest for check for sticky trigger, check function of the device, and check oscillation frequency. Therefore, the reported condition that the trigger of the device jammed was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the trigger of the battery oscillator device was jammed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery oscillator device had a sticky trigger, component damage, the device would not run, unintended activation/motion, and the device would not oscillate. It was further determined that the device failed pretest for check for sticky trigger, check function of the device, check for unintended motion, check in ¿off¿ mode, and check oscillation frequency. Therefore, the reported condition that the trigger of the device jammed was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.